Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse identified error 319 and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The replaced usm has been returned for failure analysis. During investigation, the reported failure (error 319) confirmed and replicated. The unit was tested on an in house system a failed normal mode as it triggered 319 error. Remote fe logged errors 1126, 31226, 32096, 32097 & 319. The unit tested on a pftp and failed fiber test, pointing to rolling loop. During inspection, the rolling loop fiber was found damaged/tangled and the spring guide was loose. The rolling loop fiber was swapped with a gold one and retested on a pftp, the unit passed all required test except yaw sensors check. The fiber rolling loop assembly will be replaced as a fix to the reported problem. A review of the site's complaint history does not show any additional complaints related to this product. No image or procedure video was provided. Verification via rfe logs confirms the occurrence of a procedure on the reported event date matching the documented event details. No further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation this complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed an error 32097 and 319 on universal surgical manipulator (usm) 4. The clinical sales representative restarted the system serval times without success. The technical support engineer (tse) confirmed via the logs the existence of error 319 pointing to acc (axes controller carriage) on the universal surgical manipulator 4 (usm4). The tse guided the csr to perform an emergency power off (epo) and reset the breakers, but that did not resolve the issue. The csr was informed that usm 4 can be disabled and the system can still be used with three arms; csr disabled the usm4. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was clarified that the issue occurred during the procedure. The surgery was finishing and the surgeon didn¿t need the fourth arm anymore. Information regarding patient demographics, relevant testing, and medical history was requested. However; the reporter was not able to provide that information.